Event description:
Healthcare professional(hcp) reports a fiber leak noted by blood in the dialysate compartment at the onset of the pt treatment. New disposables were used to continue the treatment without incident. The dialyzer was reused 8 times. No pt injury and no medical intervention was required.